Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead was capped and replaced. Follow-up with the physician's office revealed that the patient experienced diaphragmatic stimulation. No further patient complications have been reported as a result of this event.